Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was oversensed resulting in seven inappropriate device shocks. Device therapy was not exhausted. As a result, the rv lead was surgically abandoned and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.